Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During follow-up for a balloon valve leak message received during treatment on the liberty select cycler on 12/may/2024, it was reported that this peritoneal dialysis (pd) patient was admitted to the hospital on that same date. The patient had abdominal pain and a catheter infection (peritonitis). The patient was discharged on (B)(6) 2024.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler with liberty cycler set and the patient¿s reported event of abdominal pain with pd catheter infection and peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. It was not confirmed if the patient was diagnosed with a pd catheter infection or peritonitis or a catheter infection that spread to peritonitis. Catheter-related infections are a major predisposing factor to pd-related peritonitis. Although no information was provided related to culture results or the determined cause of the reported infection, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported pd catheter infection and/or peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During follow-up for a balloon valve leak message received during treatment on the liberty select cycler on (B)(6) 2024, it was reported that this peritoneal dialysis (pd) patient was admitted to the hospital on that same date. The patient had abdominal pain and a catheter infection (peritonitis). The patient was discharged on (B)(6) 2024.